Event description:
The user facility reported that water was leaking from the steam generator and flooded the room where the unit is located. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the generator and found that the water pump was not operating properly. The technician replaced the water pump in the generator and returned the unit to service. The steam generator is under steris service contract and received preventative maintenance on (B)(4) 2012 when the generator was found to be operating properly.